Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific that a contour vl stent was opened for use for a procedure to be performed on (B)(6) 2018. According to the complainant, during unpacking, it was noticed that the stent was broken inside the package. There were no serious injury or adverse patient effects reported as a result of this event. Attempts to obtain further information have been unsuccessful to date, should any relevant information become available, a supplemental report will be filed.